Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a right knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to pain, swelling, and stiffness. It surgeon noted that he thought the issues that the patient experienced were from the porous stem being slightly loose.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to pain, swelling, and stiffness. It surgeon noted that he thought the issues that the patient experienced were from the femoral component being slightly loose.